Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found baths and the vacuum isolator chamber were not draining properly. He cleaned the rollers on pm1 (waste/rinse pump) and replaced pm1 tubing to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as 20 cc of clear fluid. The customer did not identify the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat, goggles, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.